Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced discomfort at the implantable pulse generator (ipg) site due to weight loss the patient underwent a procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.